Event description:
It was reported that the subject device had a cracked cord and leakage from the universal cord in two places. The issue was found during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the final investigation. Updated fields: d4, d8, h2, h3, h6, h11 corrected fields: b5(remove cracked cord), h6-medical device problem code (remove-a0404 crack) the device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. In addition, the following reportable malfunctions were identified during the device evaluation: rigid tube was dented. Based on the results of the investigation, the most probable cause of rigid tube was dented due to component failure of the rigid tube. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.